Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, the physician experienced difficulty interrogating the device via inductive telemetry. No intervention was performed. The patient was in stable condition.